Event description:
There was a leaking crrt drain bag. The leaking occurred at the white slider.¿the crrt machine did not alarm and notify the rn of any volume loss. The bag was changed once it became full.